Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. Fse sent a new sampling needle assembly to the site which the customer replaced upon receipt. The customer was subsequently able to run quality control (qc) and patient samples without errors. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were two similar complaints identified during the search period. The g8 operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The 706 syringe-l error: explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due failure of the sampling needle assembly.

Event description:
It was reported that the customer received "710 z1 axis" and "706 syringe-l error" errors with their g8 analyzer. Retention times initially improved for a few days, but again, had to be readjusted. The customer was unable to perform a sample reset without getting the 706 error. The customer stated that they believed the sampling needle assembly was bent because a specimen was punctured toward the edge of the tube. The site did not have another needle for replacement. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Corrected data: serial number: (B)(4). PMA/ 510(k) number: k131580. (B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.